Event description:
The attorney alleges "the patient was implanted with a permanent spinal cord stimulator and a t11 laminectomy in 2007 and claims that the stimulator was left on during the post-operative period causing and contributing to spinal cord injury (resulting in flaccid paralysis of her right leg, weakness in her left leg and bowel and bladder dysfunction)". The attorney also stated that she is wheelchair bound and was not instructed on how to turn the device on or off.

Manufacturer narrative:
Bowel and bladder dysfunction.